Event description:
It was reported that the patient believed their device was acting funny ever since the patient received defibrillation at a hospital for cardiac arrest. The patient was reported to be noncompliant, unreliable and had attempted suicide. Repeated attempts had been made to call the patient, but they were unsuccessful.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4).